Event description:
On (B)(6) 2025, there was an alleged unexpected power increase reported from a hospital in (B)(6) during prp treatment while using an integre proscan green unit, causing a retinal tear/break in a patient eye.this report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.

Manufacturer narrative:
As soon as ellex was made aware of the event, the device performance was verified (B)(6) (B)(6) 2025), showing the equipment output power was in calibration with the set values on the user interface with nothing indicating that the equipment itself was in error. The device performance was verified as normal. Further investigation into device logs showed that no errors had been logged by the system and recorded that a change in power setting of 1500mw had occurred at the time of the recorded incident. There is a potential that the user may have unintentionally altered the power settings while making a non-power related adjustment on the system and missed noticing the power displayed on the user interface or understanding the audible tone during power change before firing. The user later performed retinopexy on this patient and another patient, with no consequences. Ellex has reviewed the labeling, risk controls and consider them adequate as the IFU warns the user to 'always select the lowest power and duration settings required to perform a procedure and to confirm the settign are correct before proceeding with the firing.' The device emits an audible beep confirming the change in value of the power, also indicated on the labeling.